Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no sample returned for this complaint. Therefore evaluation could not be conducted for the reported functionality defect. As simulation, previous complaint reported for similar catalogue number was reviewed, tc20032538. There was no sample returned from complainant therefore further investigation could not be conducted to find out the real root cause of the burst balloon as reported. Therefore, complaint could not be confirmed.

Event description:
The catheter balloon burst.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The catheter balloon burst.